Event description:
Manufacturer report number 3006705815-2024-02041. It was reported that patient has experienced dual lead migration. To address this issue, surgery may take place.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where leads were explanted and replaced thereby, restoring effective therapy and ipg was electively replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.